Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels, air bubbles anomaly and leaks in the reservoir. Customer's blood glucose level was 416 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump. Customer's current blood glucose level was 350 mg/dl. Customer advised their were pebble sized air bubbles inside of the reservoir and the reservoir leaked. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The reservoir will be returned for analysis. The insulin pump will not be returned for analysis.